Manufacturer narrative:
Concomitant medical products: model: c4tr01, crt-p; implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients left ventricular (lv) lead exhibited high thresholds. The lead was removed and replaced with two epicardial lv leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.